Manufacturer narrative:
B5: communication was received that although the staff had skin contact with the spilled solution, there was no staff/patient injury, or medical intervention as a result of the event. H10: the device was received for evaluation. A visual inspection was performed with the naked eye and with magnification, which observed a tear at the upper left side seam of sample. Functional testing was performed which revealed a leak at the upper left side edge area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. Staff had skin contact with the spilled solution, however their hands were washed with water. This was identified before patient use. There was no patient involvement. No additional information is available.